Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent cartridge change errors occurred during the load process. Customer's blood glucose was 179 mg/dl. Customer loaded a new cartridge and resumed insulin delivery.